Manufacturer narrative:
No button error alarm was noted. The insulin pump had unresponsive buttons due to corroded keypad traces. The displacement test could not be performed due to the unresponsive button. No moisture damage was found on the electronic or motor assembly. The insulin pump had a cracked belt clip slot, cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose was 158 mg/dl. Troubleshooting was done. The customer was dancing and sweating when the alarm occurred while the insulin pump was in her bra. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.